Manufacturer narrative:
The associated devices was returned and evaluated. A visual inspection of the returned devices confirmed the stated failure mode. The connection post fractured off one of the devices and the other device was fractured down the middle. The connection post was not returned. Both pieces were returned on the other device. The devices were manufactured in 2005 and 2008 and exhibit signs of extensive wear/ usage. A review of complaint history did not reveal additional complaints for the listed batches. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during tka the impactor tips are broken. No delay or injury reported. A back up device was available.